Event description:
Fire/ems co had a portable suction unit melt and begin to burn through its carrying case, while it was plugged into an on-board ambulance charging unit. Crew smelled smoke and found smoke coming from the unit. Unit was melted beyond use and carrying case also began to melt. Unit is new and has never been used.